Manufacturer narrative:
This event was reported by the patient. According to the patient, the ercp procedures were performed at (B)(6) and three different physicians were involved. The physicians were all from the (B)(6) clinic. The original stent placement was performed by dr. (B)(6). The first attempt to remove the stent was performed by dr. (B)(6). The 3 ercp procedures in (B)(6)2019 were performed by dr. (B)(6). (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on october 07, 2019 that a wallflex biliary rx uncovered stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the stent was initially implanted to treat suspected cancer; however, later determined the patient had autoimmune pancreatitis and did not have cancer. According to the complainant, as a result, the physician determined it was a mistake to have implanted an uncovered stent and decided to remove the stent. On (B)(6) 2019, an ercp was performed to remove the wallflex uncovered stent but the stent could not be removed. On (B)(6) 2019 a covered stent was placed inside the uncovered stent to facilitate stent removal. A second attempt to remove the uncovered stent was performed during an ercp on (B)(6) 2019; however, the physician was not able to find the covered stent so a longer stent was implanted inside. On (B)(6) 2019, during a third ercp to attempt to remove the uncovered stent the two covered stents were successfully removed but the uncovered stent was unable to be removed. The patient has reported experiencing many side effects, including weight loss of approximately 20 lbs. Reportedly, the patient received treatments after these ercps and is still in recovery.